Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor near the cycler after ending their pd treatment. The patient was not sure where the water came from but stated that there was no leak when opening the cassette door. The patient reported receiving a patient line is blocked alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to try using the cycler again the following day. Upon follow up, the patient confirmed the reported event occurred at the drain line connection even after ensuring a tight connection. The patient normally has a bowl under the connection and it overflowed causing fluid to spill onto the floor near the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.